Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received alleging that the device was in use with a patient when the patient became distressed. According to the reporter, the patient was hospitalized due to the distress on (B)(6) 2014. The patient was released 4 days later on (B)(6) 2014. No permanent adverse effects to patient reported.